Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and no conclusive evidence for the indicated failure mode for oil gel globules with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to oil gel globules as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst tubes, oil gel globules occurred in an unspecified number of tubes leading to issues with aliquoting samples on instrumentation. There were no health impact or consequences reported.